Event description:
It was reported that a right ventricular (rv) lead was explanted due to cardiac tamponade occurring during right atrial extraction. Heart was opened to close hole in atrial appendage. No additional adverse patient effects were reported.